Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an irritation under the electrodes. The irritation had blistered, broken open, and was bleeding. The patient's nurse advised the patient to use powder. Follow-up indicated that the irritation had improved.